Event description:
Device reportedly reached eos early. Representative and patient did not report any cause for the sudden eos. Patient was reportedly at 80 percent at last device check. Device remains implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
We were informed that this device was explanted on (B)(6) 2019. Upon receipt, the device interrogation confirmed the eos battery status, detected on (B)(6) 2019. The device was implanted for 35 months and 23 charging cycles were documented. In a next step, the amount of charge taken from the battery was verified. The battery condition was not as expected. Therefore, the ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. In a next step, the electronic module was attached to an external power supply and the eos status was removed with a technical programmer to check the functionality of the electronic module. The measured current consumption was normal and as expected. There was no indication of a malfunction. All therapy functions were available and worked as expected. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The battery was subjected to a visual and an electrical inspection as well as a microcalorimetry analysis. The visual inspection of the battery did not reveal any external signs of damage. The measurement of the battery voltage confirmed the battery depletion and the microcalorimetry analysis showed no anomalies. In a next step, the battery was opened for destructive analysis. The inspection of the inner assembly identified damaged insulation, which led to an elevated internal self depletion within the battery and therefore to the clinical observation. In conclusion, an elevated internal self depletion within the battery was found to be the root cause for the clinical observation.

Manufacturer narrative:
We were informed that this device was explanted on (B)(6) 2019.

Event description:
Device reportedly reached eos early. Representative and patient did not report any cause for the sudden eos. Patient was reportedly at 80% at last device check. Device remains implanted. Should additional information become available, this file will be updated.